Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification showed the lens identified as a tecnis toric acrylic 1-piece intraocular lens. The lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint cannot be confirmed. A review of the manufacturing records was performed. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. With respect to astigmatic correction and lens calculations the dfu states a warning that rotation of the tecnis® toric lens away from the intended axis can reduce the astigmatic correction. The dfu contains a section on lens power calculations, where it is stated that accurate keratometry and biometry are essential to successful visual outcomes. The dfu adequately provides instructions, warnings, and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to internal astigmatism. The lens was replaced with a model zcb00, a 16.5 diopter lens. The patient was doing well and the vision was better. No further information was provided.